Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately an hour into an ent procedure, the surgeon reported a burn mark on the right inside lower lip/cheek of the patient. The surgeon could not confirm if he touched the patient with the plasmablade device. A salve was applied to the burn.